Event description:
It was reported that the ventilator generated a technical error code indicating a disabled ventilation. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that technical error 33 (te33) that indicates communication error, occurred on the device. The device failed to meet its specifications, it is unknown if it has been used at the time of the event. There have been no adverse event sustained as a result of the issue. According to the information provided by the technician, the issue has been caused by defective breathing control printed circuit board (pcb) - pc1771. If the suspected fault condition occurs during startup, the reported start-up error code will be generated and ventilation cannot be started. If the fault appears during ventilation, ventilation may stop and audiovisual alarms will be generated. The conclusion is that the breathing control pcb was found defective during troubleshooting on-site. As no part was returned for investigation, the root cause could not be determined.

Event description:
Manufacturer's ref. #: (B)(4).